Manufacturer narrative:
The hill-rom technician found the external buzzer board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in november 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom service technician stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).